Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic colon resection procedure, on the 2nd firing across the inferior mesenteric artery, there was improper staple formation and bleeding noted. The area was clamped to control the bleeding and after 15 minutes the bleeding stopped. The bleeding was reported to be minor and no blood transfusion was required. A white reload was being used without buttress material. No issues were reported with opening the device. Another stapler and reload were used to complete the procedure. The procedure was prolonged 15 minutes. There was no patient consequence.